Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture and had a history of noise. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).